Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer's report # 3005099803-2010-01874 for the other associated device information. It was reported to boston scientific that an alliance inflation system was used during a dilatation of the esophagus occurring sometime around (B) (6) 2010, the exact event date is unknown. According to the complainant, the nurse was unable to deflate the balloon using the alliance inflation system. It was reported the knob on the alliance handle became stuck, not allowing the balloon to deflate. The patient started turning blue, then the nurse immediately removed the syringe from the handle, used a second syringe to deflate the balloon. The procedure was completed with a different device. There were no serious injuries or further complications as a result of this event. The patient's condition at the conclusion of the event was reported to be fine. Several attempts to ascertain further details (including patient information, lot number and event date) have been unsuccessful to date.

Manufacturer narrative:
(B) (6). (B) (6). (B) (4). The complainant was unable to provide the suspect device lot number; therefore the device manufacture date and expiration date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.